Manufacturer narrative:
All operating currents were within specification. No unexpected blank display was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated there is crack at end of battery part near screen. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. It was explained to the customer if she was continued wearing the pump to closely monitor blood glucose.